Manufacturer narrative:
The xenon lightsource was returned to manufacturer for evaluation: device history record: DHR shows no abnormalities related to the reported issue. The returned 00mlx light source is in used condition with a failing power supply due to wear. The power supply was replaced to fix the issue with unit blowing fuses. The reported complaint was confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the fuse in the ac input assembly of the xenon lightsource (00mlx) has blown. It is unknown if there was patient involvement.